Manufacturer narrative:
Not in manufacturing mode. Unit passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display or critical pump error noted during testing. Unit functioning properly. However, corroded electronic assembly noted during visual inspection. Unit was received with missing display window cover, minor scratched lcd window, cracked case(battery tube) and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Troubleshooting found that the pump also alarmed critical error after being exposed to water. Customer's blood glucose was unknown at the time of incident. The product will be returned.